Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the stretchy silicone sleeve completely detached from the gray ring of the seal cap assembly device? Yes. Or was the silicone sleeve only partially torn away from the gray ring on the seal cap assembly device? Yes.

Event description:
It was reported that, device breakage. Opened the packing, before used on the patient, the seal was broken as the pictures show. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2024. Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Date sent: 11/01/2017. D4: batch # n92t1j. Per photographic evaluation: upon visual inspection of the pictures, the photos were observed, and no issues were detected. The photos do not provide enough evidence to determine root cause. Please refers to physical analysis to further information. Device analysis: the analysis results found that an hap02 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality and work as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.